Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, blood entered the cardiosave intra-aortic balloon pump (iabp) unit. . Device has been decommissioned. There was no patient harm.

Manufacturer narrative:
Updated fields: a2(dob), b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b3, e1(event site telephone). *patient height: 168cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Blood in the system, replaced the pim module and safety disk. Functional check and safety test carried out according to factory specifications. The device has been given to the customer and approved for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.